Event description:
Boston scientific received information that the patient with this right ventricular (rv) lead was admitted to the hospital due to inappropriate shocks that were caused by rapidly conducted atrial fibrillation (af). The patient had been non-compliant with their medication and medical therapy was reinstituted and the associated device was reprogrammed to prevent inappropriate shocks. During interrogation it was noted that pacing impedance measurements were varying from the 400s to 1700s. This change in impedance measurements is considered an acute change in impedance measurements. The r wave and pacing threshold measurements had not changed since the last measurements. The shock impedance measurement trend has also showed a dip in measurements. The lead was functioning appropriately and no evidence of inappropriate therapy. The physician felt that lead failure was imminent with the varying impedance measurements and it was decided to electively replace this rv lead. This rv lead was capped and surgically abandoned. A new rv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
This lead remains implanted but is not in service. There is no intended return of product for analysis. As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.